Event description:
It was reported to nova biomedical, that a consumer treated herself after she received a result in the 300's mg/dl. The consumer subsequently experienced a hypoglycemic event which required medical intervention by emts. When they arrived, they tested the consumer with their blood glucose meter getting a result of 28 and then tested the consumer with her meter getting a result of 298 mg/dl. It was found during the call, that the consumer was transferring test strips from one vial to another vial which is against our direction for use. It was found the consumer is storing her test strips against our instructions for use, which can compromise the integrity of the test strips. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.